Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: part # 010000856/ liner / lot #6475495, part # 51-104110/ stem / lot #6479649, part #110017102/ shell / lot #6428483, part # 650-1057/biolox head/ lot #2958839, part # 650-1065/trp sleve / lot #2950541. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01320, 0001825034 -2020 -01321, 0001825034 -2020 -01322.

Event description:
It was reported 3 months post implantation patient is allegedly experiencing hives, burning, swelling and pain into the thigh. Right hip remains implanted. The patient is going to have a metal allergy test conducted; however, no results have been provided to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This event will be reported under the correct MFR number - 2648920.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This event will be reported under the correct MFR number - 2648920.